Event description:
Facility reported it was discovered during testing, prior to surgery that the battery oscillator is not working. There is no patient involvement. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event reported only as (B)(6) 2014. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.